Event description:
The device was implanted for the infusion of fudr via the hepatic artery for treatment of cancer. On 5/01/97, the facility nurse informed the MFR's sales rep of a problem accessing this pt's device. The MFR's sales rep requested the MFR's clinical rep to contact the facility nurse regarding this event; however, the MFR's clinical rep was unable to contact the facility nurse until 5/4/97, at the facility nurse's home. The facility nurse informed the clinical rep that the pt was receiving fudr/heparin 50,000u via the device reservoir and 5fu via device sideport boluses. The device return volume (rv) usually is 1-2ml, refill period (rp)=14 days for a device flow rate (fr) of approx 3.4ml/day. The facility nurse stated that last week during a routine appointment, the device septum could not be located despite numerous attempts. The pt was advised to see the implanting physician on 05/05/97, for eval to determine if the device had flipped in the device pocket. The facility nurse did not have any identifying info available; however, was sure that this was the MFR's device. The MFR's clinical rep was to contact the implanting physician's office on 5/6/97, for add'l info. No further info was provided at this time.